Event description:
A customer observed biased k+ serum sample results from two different pt samples. This event is consistent with malfunction that could have caused false pt result to be reported. No biased results were reported. There was no report of pt harm as a result of this event.